Event description:
It was reported that patients incisions was infected. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients incisions was infected. The patient underwent an explant procedure. Additional information received that the explanted device will not be return as it was disposed of at the facility.